Manufacturer narrative:
Results, conclusion: stent deformation. Target lesion exhibited 80% stenosis. (B)(4).

Event description:
During the surgery physician used endeavor resolute rx 2.25mm x 14mm to treat lesion with 90% stenosis in distal rca. The device could not pass the lesion, which was pre-dilated with 2.00mm x 10mm balloon device. 80% of stenosis remained after dilatation. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. The physician stopped the procedure. No patient injury. Evaluation summary: the distal tip was flared. The 4th and 5th proximal stent segments were deformed with a number of struts partially raised. A number of struts on the 1st and 3rd distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).